Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on (B)(6) 2025. Visual inspection was performed following johnson & johnson medtech procedures. Visual analysis revealed that one electrode was lifted and the peek housing was separated with exposed wires. No more test was performed as no malfunction was reported for the device. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The lifted electrode and separation of the peek housing were not reported by the customer. These damages in the tip area could be related to the manipulation of the device before or during the procedure, however, this could not be conclusively determined. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿lifted electrode¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿the peek housing was separated with exposed wires¿. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the assessment of concomitant product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
Initially it was reported that a patient underwent an atrial fibrillation ablation procedure and the patient experienced hypotension that required medication and extended hospitalization. This adverse event was assessed and reported under the vizigo sheath (g8. Manufacturer report number: 2029046-2025-02927). The qdot micro catheter was assessed as a concomitant product. However, the biosense webster, inc. Product analysis lab received the qdot micro catheter for evaluation and per the evaluation completion on (B)(6) 2025, observed one electrode lifted and the peek housing separated with exposed wires. Bwi became aware of the one electrode lifted and the peek housing separated with exposed wires on (B)(6) 2025 and have assessed these returned conditions also as reportable.